Event description:
It was reported during routine examination that, the cs100 intra-aortic balloon pump (iabp) unit could not display an image after it was turned on, the screen was black, and it could not be used without any patient contact. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9 (return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) stated the customer reported that the equipment was good again, the display was normal after startup, and no spare parts were replaced. It is recommended that the customer use it again for observation. Currently the unit is in normal use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1: phone #: (B)(6).

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit could not display an image after it was turned on, the screen was black, and it could not be used without any patient contact.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.